Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient who was receiving 2000 mcg/ml baclofen at 500 mcg/day via an implantable pump for intractable spasticity and multiple sclerosis. It was reported that the patient missed a refill "some time ago" and had symptoms similar to those captured in manufacturer report 3004209178-2018-23800. The patient was not responsive until about 18 hours after the pump was filled, and then she recovered in that amount of time. The date this occurred was unknown. No further issues were reported or anticipated.

Manufacturer narrative:
(B)(4) no longer applies. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). It was stated that the similar symptoms experienced were decreased mental status on two prior occasions. No further issues were reported or anticipated.